Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2020-00070 under the same suspect medical device but an incorrect manufacturer name, city and state. The ambassador replaced the drain to accumulator tubing part on the alinity s system for resolution. No face shield/goggles were being worn by the ambassador when the splash occurred. A product labeling review of the alinity s system operations manual and the alinity s system service documentation provides information on safety hazards including biological and chemical hazards; and addresses the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The user is also provided with instructions should exposure to biohazardous or potentially infectious materials occur. Additionally, the safety data sheets for trigger, pretrigger, and wash buffer also provides information on exposure controls/personal protection and first-aid measures. The alinity s system service documentation also provides adequate labeling for the removal and replacement of the tubing. A review of the analyzer service history identified no additional tickets related to splash/exposure or any further issues related to the part in this complaint. A 12-month review of data for the drain to accumulator tubing part did not identify an adverse trend. No deviations, nonconformances, or potential nonconformances were found for the replaced part. A review of the transfusion product monitoring review revealed no systemic issue or adverse trends for the tubing or the alinity s analyzer with regard to the current complaint. No product deficiency was identified.

Event description:
The abbott representative was performing troubleshooting on the alinity s system and noticed the waste tube was cracked and caused a splash on face and eyes. The operator washed the eye with water and used lubricant drops. The operator is in good health with no further treatment needed. No injury was reported.